Event description:
The hospital reported vasoview hemopro vh-3500 problem with the jaws- opened a new kit to complete the case. Nothing fell off- nothing fell into the patient. The patient was not injured.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
N/a

Manufacturer narrative:
Trackwise #: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (mar 2020 to feb 2022) was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on 04/05/2022. An investigation was conducted on 04/14/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula. The harvesting device was returned outside the cannula. The heater wire was observed to be slightly flexed at the center of the hot jaw due to normal clinical use. The gray silicone insulation was observed to be intact, with no visual defects. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula until the endoscope snapped into place. The harvesting device was then inserted into the cannula with no physical or visual difficulties. The harvesting device was removed from the cannula with no physical or visual difficulties. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000006999) with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it did produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the no failure observed. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. Based on the returned condition of the device, there were no visual defects observed, and no specific failure was reported. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.